Event description:
After placement of device, it had a strong hold in place. A couple of weeks later, surgeon had to reopen incision and noticed the device was broken. A new device was put in place. Second surgery was successful and patient is doing fine.

Manufacturer narrative:
Since the product was not returned for evaluation, we are unable to confirm the complaint as described. Due to second surgery, it was determined that this occurrence is reportable.